Event description:
Related manufacturer reference number: 2017865-2021-30642. It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right atrial (ra) and right ventricular lead (rv) both showed noise being oversensed. The patient was asymptomatic. The noise was reproducible with isometrics. No changes were made. The patient is stable.